Event description:
Customer reported the sensor readings are off. Customer's blood glucose was 400 mg/dl and sensor glucose was 200 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was not able to provide information from the insulin pump, but was able to upload to carelink. The sensor was inserted in the abdomen. Customer was advised the sensor was used to monitor the trend of her sugar and should not be used to treat. Carelink showed the sensor was trending correctly. The device had suspended correctly. Customer took glucose tablets and the sensor was off by 200. Sensor glucose was 272 mg/dl and blood glucose was 437 mg/dl. Customer stated she has had other sensor reading were she was off by 200. Customer stated she will wait another six months before trying to exchange the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.